Manufacturer narrative:
Unit received with blank display due to damaged battery tube spring shorting out to the battery tube positive side. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer reported that there was an additional battery stuck inside the device. Blood glucose level at the time of the incident was 169 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.